Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore-tex® suture instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2024, this patient underwent gingival suture using gore-tex® suture. The needle was inserted into the gum, and the needle was taken out and pulled from the other side. It was noted the thread was not attached to the needle. Reportedly, the space between the needle and thread was broken. The procedure was completed using another needle. No adverse event was reported. The physician stated the following this has never happened before. No special force was applied, and the thread broke when it was inserted into the gum, before suturing.

Manufacturer narrative:
Since the device associated with the complaint was not returned, it is not possible to confirm the reported event. Further evaluation is not possible. Based on the information available the reported issue could not be confirmed, and no root cause could be determined. As such, root cause for the complaint is unknown.